Event description:
The customer reported no audio from the mx40. No adverse pt impact reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.